Event description:
Initial reporter indicated that he was at a treating neurologists office and their physician reported that their programming system was not working. Product analysis confirmed an intermittent ground connection in power receptacle of their dell x50 handheld computer serial data cable that prevented charging of the battery; following realignment of the left contacts (ground connection), full product functionality was restored.

Manufacturer narrative:
Device malfunction caused event but did not cause or contribute to a death or serious injury.